Event description:
A (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. After removing of grey positioner from the iliac leg graft delivery system on the contralateral (left) side, the physician noticed a wireguide was migrated. To insert a catheter to fix the wireguide position, he rotated the captor valve, but the iris valve did not open. Thus he cut off the captor valve part from the sheath and inserted a 16fr sheath into the rest of the sheath to continue the procedure. The pt did not experience any adverse effects from this event.

Manufacturer narrative:
(B)(4) - captor valve difficult is not labeled in the IFU. The product was not returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The product is inspected for the following: the valve control cap is verified to be completely snapped into the valve control. When in the open position the lumen of the valve is confirmed to be open. A leak test is performed on the captor valve assembly. The valve control is rotated verifying the iris valve closes when in the closed positon. Limited info was provided concerning the event and the complaint device was not returned. Eval of the product, with regard to the reported issue, would be valuable in completing the complaint investigation. The device history record was reviewed with no remarkable observations. The complaint correspondence indicates that the physician removed the grey positioner and then attempted to open the valve. The iris valve may have been damaged if the grey positioner was removed with the valve closed. Over-rotation of the valve may result in damage that would prevent the iris valve from functioning, but the valve is designed to reduce occurrence of over-rotation and excessive force must be applied to the valve to damage in this manner. Without additional info and review of the complaint device it is difficult to determine a root cause. The complaint file will be updated if additional info or the complaint device is returned for examination. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.